Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and (B)(6) 2003 and meshes were implanted into the patient. Dates not clarified per product. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and (B)(6) 2003 and mesh were implanted into the patient. Dates not clarified per product. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/30/2016.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, excision of midurethral sling, excision of posterior vaginal mesh, vaginoplasty, and rectopexy with biologic mesh placement on (B)(6) 2015 due to vaginal mesh contracture, urinary urgency, frequency and defecatory dysfunction. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted, due to chronic constipation, chronic straining and subsequent development of a second degree rectocele. No additional information was provided.